Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space had failed. The field service engineer (fse) inspected door 1 and replaced the micro switches on the latch that were found to be faulty. The fse ran the hardware test application, and all tests passed. The unit was then rebooted and reregistered. The customer recovered the inventory, and door 1 was confirmed to be functioning properly. Preventive maintenance was completed on the machine. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower was showing a failed hardware error. The customer attempted to recover the failed drawer by rebooting the device, but it continued to display a required maintenance message and the issue persisted. The customer also shut down the station by unplugging the power cord from the back of the unit and waited for 2 to 5 minutes before reconnecting the power and turning the station back on. After powering up, the customer attempted to recover the drawer again, but the issue remained unresolved. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.